Manufacturer narrative:
In a good faith effort (gfe) response from the customer received 31oct2024, it was confirmed that a replacement touchscreen part was ordered, delivered, and replaced. The customer confirmed that the issue had been resolved and that the device had been returned to use. No replaced parts will be returned to philps for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with the part information for the touchscreen to order a replacement. This investigation is ongoing.